Event description:
A us distributor returned a monitor was displaying a service code and the response buttons were non functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 201) was confirmed. Upon evaluation, there was contamination on the j1004 and j1005 causing both response buttons to short. The cause of the inability to activate the monitor is the contaminated switches. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.